Event description:
The rptr indicated the following: the pt presented to the hosp brain dead. The pt had indications of bradycardia, torsades, and long qt syndrome prior to the implant. At the hosp, ventricular flutter fibrillation was noted and the pt was defibrillated several times. The vvir mode had been programmed as the pt was participating in the most trial.